Event description:
Patient said they went to their hcp about a year ago and said the stimulator was not working any longer. Pt said they were getting shocked and reiterated details in case. Ptsaid they got a ton a pressure and discomfort at implant site and stopped using the stimulator about 6 months ago because of the discomfort and shocking. Shocking described as positional. Pt said burning sensation was occurring where lead goes into body. Hcp order MRI and pt had MRI about a year ago. Then hcp recently ordered another MRI and pt figured out they could actually not have an MRI of their whole body. Pt was surprised by this because they had an MRI in the past. Pt said stimulator was causing more discomfort than it was helping. Pt said they had a CT myelogram done today and had surgery scheduled for next week thursday where some of their nerves were going to be worked on(pt called the surgery a myectomy and vesicostomy). Pt said they had their ins changed in the past, but the lead was maintained from their old stimulator because it was too invasive to replace lead. Pt said they spoke to a rep. About issue in past (no details were gathered due to escalation). Pt said if they turn their therapy up, it hurts too much and they stopped using their stimulator. Pt said they had a follow up appointment after surgery on (B)(6) 2025. Pt said they know the manufacturer did not do anything wrong, but rather their hcp and other hcp's were at fault. Patient inquired about contacting and scheduling the representative.

Manufacturer narrative:
Continuation of d10: product ID 39286-65, serial# (B)(6), implanted: (B)(6) 2015: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating that they attended the patient's post op visit to reprogram their implantable neurostimulator (ins). The patient underwent surgery in the area of their pain. Rep did not communicate regarding the burning/discomfort sensation, and it unsure if it was brought up with the healthcare provider (hcp). Rep did an impedance and connection check which was all normal. Rep suggested reprogramming, and the patient was mapped appropriately and given new programs.

Event description:
Information received from patient regarding implantable neurostimulator. The reason of the call was caller stated that they had not been able to use their device for 6-7 months now because every time they use it, they felt a burning sensation and it feels like someone is putting a pressure on it. Caller added that when they turn they would get shock as well. Caller also mentioned that the device is causing more pain, they have a nerve damage and the device supposed to be helping them but not. Caller mentioned that they got an MRI last year for full body but now they called medtronic and someone from the MRI facility letting them know that they are only head only eligible. Caller mentioned that last year when they got an MRI they got a medtronic employee with them but was not able to know that their device only had head only eligibility. Caller is furious about the situation and the pain they are having and wanted to speak with a supervisor. Agent reviewed supervisor request and will also sending an email to a medtronic rep for further assistance.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.